Manufacturer narrative:
No button error alarms were noted. However, the pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It was reported that the customer's insulin pump alarmed with button error. Moisture may have entered the insulin pump and the customer had been cycling. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.